Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving gablofen (2000 mcg/ml at 699.6 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient was complaining of pain in their abdomen and when their pain physician attempted to interrogate the pump, they were unable to do so. There was no environmental/external/patient factors that may have led or contributed to the issue. An x-ray was done and found that the pump orientation was sideways (lateral) on the right side of the abdominal area. The surgery was to revise the pump location as it was very difficult to refill due to it sliding up under the rib cage, on the right, and was rotated on its side. The pump was difficult to interrogate with the clinician programmer and refills were impossible. When the previous surgery incision site was opened, the surgeon discovered that the pump was nowhere near the pocket and could only find part of the catheter. Upon further inspection, the catheter transitioned through the muscle tissue and into the abdominal cavity. A residing general physician was called in on the case to help and make sure that the pump was not encapsulated and scarred onto the colon. The pump was pulled out of the abdominal cavity and re-positioned subdermal. The surgeon thought that maybe the pump was first placed under the fascial layer and maybe that is why it migrated into the abdominal cavity. It was noted the issue was resolved.